Manufacturer narrative:
Examination of the returned outer body component confirmed a crack at the top near the tabs protruding down into the body. The root cause appears to be attributed to misuse. A two-year search of the complaint database found no additional reports for this failure for the outer body component for this product code. Examination of the returned threaded inserter component confirmed the thread damage. Previous investigations found the internal threaded inserters are being used without the outer guard components which protect the threaded inserters from being damaged or breaking. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The inserter end of the inserter has cracked. Also there is damage to the larger thread on the inserter shaft.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.